Event description:
The device was used during laparoscopic assisted vaginal. During the burch portion of the procedure, the ems jammed after firing approx four staples into the perivaginal tissue. A second ems was introduced to complete the procedure. There was no consequence to the pt. 11/13/96 1550 dr confirmed the information as reported by the sales rep. He stated after the first few firings the staples were coming out crooked and were not folding into the tissue the right way. A new instrument was opened to complete the case. Dr said he had to go back and re-staple even the first few satples fired.